Manufacturer narrative:
Erroneous data generated. A definitive root cause has not yet been determined.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneously high results for unconjugated estriol for 25 patient samples and 3 levels of quality control samples assayed with access unconjugated estriol reagent on a unicel dxi 600 access immunoassay system. The patient results were not reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer recalibrated the unconjugated estriol assay twice. Following the second recalibration and using a fresh set of calibrators, all 3 levels of quality control samples yielded unconjugated estriol results within their respective ranges. A definitive root cause has not yet been determined for this event.